Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: extension. Analysis of the stimulation lead (serial # (B)(4)) found that the stimulation lead body had all the conductors broken 19.1 centimeters from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and a manufacturer representative reported that the patient's implantable neurostimulator (ins) was on at the time of the report and the patient was feeling stimulation intermittently. These issues started about 6 months prior to the report. The impedance measurements were taken at 0.7v and all impedance values were greater than 20,000 ohms. When they used electrode 4 as the reference electrode all of the impedance values were greater than 20,000 ohms except electrode 5 which was less than 50 ohms. The therapy impedance was taken at 2v with active electrodes of 0, 1, 2, and 3 with impedance measurements greater than 4,000 ohms with a current of 0.076 milliamps. The patient's system was replaced. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.